Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. The customer's reported over infusing problem was duplicated. During investigation, three accuracy tests resulted in over infusion amounts of +5.79%, +5.31%, and +3.05%, which all was out of our internal spec of +/-3% but within the guaranteed consumer spec of +/-6%. According to the investigation, the pump expulsor will be trimmed to get the infusion level closer to normal. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths cadd-legacy plus was programmed to deliver j9190 therapy for 96 hours with a 250ml cassette. Days later, the pump displayed that there are 5.6ml left; however, the pump was empty. The was no alarm to worn about this issue. It was also reported that the patient went to the hospital the following day but it's not clear if it was due to a pump malfunction or if it was chemotherapy related.